Event description:
It was reported that the customer was experiencing high blood glucose levels. The caller also stated that the insulin pump was uploaded into carelink, and found that the insulin pump made basal rate changes on its own. The caller stated that the customer did not make any changes to the basal rates. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.